Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in a cardiosave intra-aortic balloon pump (iabp) EKG port rhythm was not showing. No patient injury or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) performed steps to reproduce the reported failure/error, yet the failure did not reproduce intended. Precautionary service: demand pm is due a quote was sent to the customer. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range.